Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
It was reported that the customer experienced hyperglycemia and had high blood glucose levels of 22.1 mmol/l and 22.2 mmol/l. It was reported that the customer was disconnected from the insulin pump and was reconnected on july 06, 2020 and experienced high blood glucose levels. It was reported that after customer removed the site and notice that the cannula was bloody. Troubleshooting was not performed. Product is not expected to return for analysis.